Manufacturer narrative:
Concomitant medical products: product ID: 8703, serial# (B)(4), implanted: (B)(6) 1992, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump for the treatment of spinal pain and non-malignant pain. It was reported that the patient was scheduled for a catheter replacement on (B)(6) 2018. It was unknown why the catheter needed to be replaced other than the age of catheter. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved and patient status was alive with no injury at the time of the report. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representatives. It was reported that the patient had inadequate pain relief from the pump. She always felt like it was not working correctly after her last pump change ((B)(6) 2014). She also wanted to change the catheter because it was from 1992. During the surgery, when the old pump was disconnected, cerebrospinal fluid (csf) was flowing freely from the old catheter. The surgeon considered just changing the pump because the catheter seemed to be working properly, but decided to change both since the catheter was so old. The physician decided to leave the dose as it was prior to replacement. No environmental, external, or patient factors were reported to have caused this issue. It was unknown if the issue had resolved. There were no further complications reported at this time.